Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the one of the implanted leads exhibited high impedance and no capture at maximum output. Attempts to confirm which lead had these issues were unsuccessful and the current status of the leads is unknown. Therefore, all implanted leads will be reported. No patient complications were reported as a result of this event.